Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - neck anastomosis surgical procedure, the user observed the harmonic ace instrument teflon pad was broken. No fragment fell inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional/updated information regarding the reported event: it was confirmed that no fragments fell inside the patient during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the damaged teflon pad on the clamp arm to be related to the customer reported complaint. The instrument was found to have a damaged clamp arm teflon pad at the distal end. A piece approximately 0.1" x 0.058" in size was missing and not returned with the instrument. The common cause of this failure is attributed to mishandling/misuse. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have mechanical indentation damage to the blade. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The common cause of this failure is also attributed to mishandling/misuse. A review of the instrument log showed the harmonic ace instrument (part #480275-08 / lot #l90210926-0374) was last used on (B)(6) 2022 during this reported procedure with system sk4404. The harmonic ace instrument is a single-use device. In addition, a review of the procedure log confirmed the surgical procedure was performed on this event date. An image of the harmonic ace instrument related to this event was received. A review of the submitted image was performed by the regulatory post market surveillance (rpms) specialist. From the image provided, it looks possibly like there is detached material at the distal end of the teflon pad on the clamp arm. No conclusive determination can be made based on this analysis. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations confirmed the instrument was found to have a damaged clamp arm teflon pad at the distal end and acknowledged a missing piece from the harmonic ace instrument teflon pad. The missing piece could fall inside the patient during the surgical procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.